Manufacturer narrative:
While advancing the smart control sds to the target lesion a large friction/resistance occurred with a 0.035 guidewire inside the control handle. Upon analysis of the returned product it was noted that the brite tip presented a split condition. One non sterile unit of smart control 9x40mm was received accompanied of an unknown guide wire 0.035' coiled inside of a plastic bag. Locking pin and stent were not received for analysis. The brite tip presented a split condition. A kink was noted at 4cm from ID band, appears to be shipping related of the unit for analysis. No other visual damage was noted on the received condition. The received guide wire was introduced in the smart control from distal end of the unit and resistance/friction was felt at hypotube/wire lumen/ hub joint, at 1cm approximately from proximal end; also a guide wire .035 lab sample was introduced from distal end of the unit and again resistance/friction was felt at the same location. After functional analysis the proximal hub was cross sectioned at the obstruction detected in hypotube/wire lumen/ hub joint and pictures were taken, the obstruction in the wire lumen was confirmed. The unit was sent for ftir analysis in order to identify the material that is obstructing the lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the split condition found during visual analysis could not be conclusively determined; however it does not appears to be manufacturing related of the product, controls exist in the manufacturing area to prevent and detect these types of damages, procedural factors may have impacted on this damage. The result of the ftir analysis concluded that the obstruction detected is dimax adhesive, which is used to bond the proximal hub with the wire lumen, therefore this analysis conclude that resistance/friction reported by the customer was confirmed and that the cause is an excess of dimax adhesive during the hub/ wire lumen bonding operation an internal investigation was opened to address the risk of this issue in other similar complaints. This complaint was escalated. The patient's difficult anatomy and procedural manipulation may have contributed to the reported split catheter tip. As noted above the resistance /friction incurred while advancing the guidewire was attributed to a manufacturing issue and risk assessment has been opened.

Event description:
The report received from the affiliate states that a large friction/resistance occurred with a 0.035 guidewire inside the control handle while advancing a smart control (complaint product) to the target lesion. Thr product was returned for evaluation and it was noted that the brite tip presented a split condition. The patient was male in his (B)(6). The target lesion was unknown. No calcification or vessel tortuosity, the rate of stenosis was unknown. The smart control looked normal when removed from the packaging. It is unknown if there was difficulty flushing the device. Large friction/resistance occurred with a 0.035 guidewire (goodman, springwire, 200cm) inside the control handle while advancing a smart control (complaint product) to the target lesion. Somehow, the device was managed to advance further and the stent was placed in the lesion. There was no damage noted to the guidewire when removed from the patient. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.